Event description:
The caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to call back for further troubleshooting if they encountered an active fill estimate issue, and the caller acknowledged this guidance.